Event description:
A physician reported a pt who was originally skin tested in the forearm on 16 june 1997 with negative results. A second skin test was administered on 9 december 1997, again with negative results. The pt was first treated on 23 december 1997 with a "trial" treatment to the vertical lip lines. The pt was satisfied with the results, and returned to the physician on 30 december 1997 for treatment to the marionette lines and upper vertical lip lines. On 7 january 1998, the pt presented with urticarial, erythematous papules at the treatment sites; (exact date of onset recent, but not known). The physician believed the symptoms were a hypersensitivity and prescribed topical westcort cream, and advised the pt to restrict dietary beef and alcohol intake. On 27 january 1998, the pt was re-examined, and the physician injected one area just above the upper lip border with 2.5 mg intralesional kenalog. Since that time, the pt stated that the symptoms continued intermittently. The physician believed the symptoms have become gradually less apparent. The physician did not observe any continued induration at the treatment sites. The physician continued the pt on westcort cream, and was considering trying oral ibuprofen for the pt's symptoms. No other medical or surgical intervention was planned or prescribed.